Event description:
A customer reported to beckman coulter (bec) intermittently seeing a few drops of clear fluid on top of the stopper after the coulter act 5diff cp analyzer pierced the tubes. The leak was contained within the instrument. The customer was also getting intermittent differential "r" flags. The differential "r" flags and the residual fluid on top of the stoppers were isolated events. The operator was wearing gloves and a laboratory coat at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse helped the customer to adjust the scatter differential plot (r136) to resolve the differential r flags issue. The fse rebuilt the probe rinse block to resolve the residual leak. The fse also completed scheduled preventive maintenance (pm). Failure mode of this event was related to the probe rinse block which was fixed by the fse. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).